Event description:
Pt complains of pain of the right hip over the past several months. Radiographs revealed changes consistent with loosening of the stem of the right total hip arthroplasty. The right leg was found to be shortened due to sudsidence of the femoral component. Pt was admitted to the hosp for revision of the right total hip. Cause of loosening undetermined at this time. Note: prosthetic lot numbers, catalog, and serial numbers unavailable.